Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling around objective lens was caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope adhesive on the bending section was chipped. The device was returned for evaluation. During the device evaluation, the adhesive part of the objective lens had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deterioration or breakage of the adhesive (chemical stress / physical stress. In addition, other issues found included that due to wear of forceps elevator lever, bending section cannot be fixed firmly because of deterioration of the friction plate, scratches were found on multiple device components due to handling problem, the video connector case was cracked due to handling, and the grip had discoloration due to deterioration or discoloration due to chemical stress during cleaning, disinfection, sterilization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.